Event description:
It was reported that a user experienced bluetooth communication loss between a dexcom g7 sensor and the ilet, resulting in signal loss to the pump while blood glucose readings on the sensor remained available and glucose levels were unaffected. Symptoms included no clinical effects or adverse physiological symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and education, including toggling the cgm selection between g6 and g7, restarting the ilet, and advising a pairing wait period. Investigation of this case revealed a transient connectivity issue consistent with intermittent bluetooth pairing behavior, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and environmental bluetooth connectivity factors.